Event description:
It was reported that the patient underwent a posterior lumbar fusion at l4-5. It was reported that during advancement of the setscrew the threads sheared off of the screw. The screw was removed and replaced with a new screw. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.